Manufacturer narrative:
The device and data logs were returned for review. Data logs found the pump had operated to specification. The pump was visually inspected and no abnormalities were observed. The pump could not be run, however, because it was returned with a cut catheter. The cause of the aortic insufficiency and mitral regurgitation was determined to be use related.

Event description:
The complainant reported a (B)(6) male patient develop aortic insufficiency during impella support. The device was removed and a centrimag device was placed.